Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 124 mg/dl . The customer was assisted with troubleshooting for blank display did not return. Customer also reports that the metal piece on the battery cap is missing. The customer was advised to discontinue use of the insulin pump and refer to back up plan per health care professional's instructions. The insulin pump will not be returned for analysis.